Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this right ventricular (rv) lead was seen in the emergency room for inappropriate shocks. It was determined that the lead had dislodged. The patient underwent a revision procedure and this rv lead was successfully repositioned. No additional adverse patient effects were reported.